Event description:
It was reported that boston scientific technical services (ts) was contacted about a lead safety switch (lss) from a bipolar to a unipolar configuration on the patient's his lead in a dual-chamber pacemaker system. Noise was present on the unipolar configuration. The caller also noted inappropriate mode switching due to far-field oversensing. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.